Event description:
The customer's mother reported that the insulin pump had numbers ramping on the screen. The customer's mother reported that the insulin pump had recently been exposed to water. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.